Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission, the right atrial lead exhibited noise. The lead was capped and replaced successfully on (B)(6) 2016. No additional information was provided.